Manufacturer narrative:
Result: faulty fowler clutch.

Event description:
It was reported by service report that the fowler was drifting down, and could not hold weight. No patient involvement or adverse consequences are reported.